Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy procedure, a healicoil anchor was damaged and the tip broke off. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the device was not returned in the original packaging. The distal plug and the top part of the distal implant were not returned. The bottom portion of the distal implant is still inside the inserter. A partial proximal anchor is still on the inserter. There is bio debris on the device. A functional evaluation of the device showed both knobs moved forward and back as intended. Based on the condition of the product material, additional material testing is not required. An evaluation of the customer provided images showed in one image a broken distal tip and two unidentifiable pieces in a tray. The threads are missing from the distal tip. The suture hole appears to be intact. In the second image, the proximal body anchor appears intact and is on the inserter. The distal plug appears to be just outside the inserter. The distal tip is not visible in the image. In the third image, the proximal body anchor is on the inserter but is missing some ribs toward the distal end. The missing pieces are not visible. The distal tip and the distal plug are not visible in the image. A complaint history review found similar reported events. Insufficient information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient harm has been alleged. It is unknown whether the broken anchor was retrieved from the patient. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided images showed in one image a broken distal tip and two unidentifiable pieces in a tray. The threads are missing from the distal tip. The suture hole appears to be intact. In the second image, the proximal body anchor appears intact and is on the inserter. The distal plug appears to be just outside the inserter. The distal tip is not visible in the image. In the third image, the proximal body anchor is on the inserter but is missing some ribs toward the distal end. The missing pieces are not visible. The distal tip and the distal plug are not visible in the image. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient harm has been alleged. It is unclear if the instructions for use were adhered to; the instructions for use does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device. Bone must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿ it is unknown whether the broken anchor was retrieved from the patient. If a portion of the anchor remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate, and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.